Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl (200 mcg/ml) via an implantable pump for non-malignant pain. It was reported that at last refill about 2 months ago they were only able to get 14 cc into the pump and now they're only able to get 11 cc in. The company representative (rep) stated that the patient is a world traveler and goes scuba diving and asked if these things could be the cause of the issue. Technical services reviewed info on scuba diving and sent technical note. Recommended that they get a lateral x-ray or image of the pump to try and determine if there was any damage to the pump that might be causing the inability to fill the pump to capacity.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the healthcare provider (hcp) performed a dye study and the catheter seemed fine. The patient stated they also did an x-ray. The patient was wondering if there was something more that they could do. Patient services reviewed to work with the hcp managing the pump. The patient asked about warranty. Patient services reviewed analysis process. The patient wanted to know why it kept getting worse. Patient services redirected to hcp. The patient stated they were calling to make sure the issue was documented for warranty purposes.

Event description:
Additional information received reported that the diagnostics and troubleshooting performed related to the inability to fill the pump were not able to put more than 10.5ml into the pump despite taking time, adjusting the pressure/tubing, changing the needle; got the same amount out expected, just could not inject more in. The cause of the inability to fill the pump was determined, scuba diving. The actions and interventions taken to resolve the issue were they recommended to the patient to avoid deep water scuba diving, if necessary at all. The actions and interventions taken to resolve the inability to fill the pump to avoid diving deep, using new volume as current volume of the pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.